Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 260mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, a cracked case near the display window corners, and a stained end cap sticker.